Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer peel-apart sheath and vessel dilator were returned for evaluation. Gross visual testing was performed. The investigation is confirmed for the reported crack in sheath issue as the trocar valve cover was returned in two pieces and half of the trocar valve cover was still connected to the trocar handpiece. Furthermore, the other half of the valve cover was detached. Per the reynosa evaluation, this condition was caused during the manufacturing process, and the cause of the observed crack in t-handle was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021), g3, h6 (method). H11: b5, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that preparation of port placement, the device sheath and dilator were allegedly found to be cracked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that sometime post port placement, during retrieval procedure the device sheath and dilator were allegedly found to be cracked. The procedure was completed using another device. There was no reported patient injury.